Manufacturer narrative:
(B)(6). The lot was manufactured between july 11, 2017 - july 12, 2017. The device was received for evaluation. A visual inspection was performed and it was noted that the bladder had ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture with no issues noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured after filling for 10 minutes with 6g of ceftazidime and 90ml sodium chloride. The fill volume was 120ml. There was no patient involvement. No additional information is available.